Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Answer: no malformed staples or issues were noticed intraoperatively. The leak occurred after the case. Patient consequences ¿ yes patient came back with bleeding around the staple line. Yes extra care was needed for the patient postoperatively. Additional information received: per the sales rep, this surgeon has been with the facility for 5 years. They were trained at mayo clinic with medtronic devices. This facility uses ethicon devices. Per the sales rep, this surgeon had an anastomotic leak due to a power failure issue with the ethicon stapler. Intraoperatively, there was a battery issue with the stapler. They removed the battery and placed the battery from a second stapler in the first stapler. They proceeded to fire. There was not an issue with the staple line intraoperatively. However, post-op, the surgeon saw bleeding at the staple line. The sales rep has been in procedures with the surgeon when they used the manual stapler. In those procedures, they wait 15 seconds prior to firing. Sales rep has not been in procedures where the powered stapler was used so they are not sure if the same process is followed. The sales rep has invited the surgeon to courses and spoken with them 2-3 times. The surgeon seems inviting/welcoming but still complains about the device. The sales team is requesting a conference call with the account to share information on worldwide complaint data for the device and reported leak issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid resection that after surgeon connected anvil to trocar it felt like there was no power. He tried a different battery, a another device to complete the procedure but noticed leaking from the patient staple line. He was able to take care of the leak with no further harm.

Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. Additional information received: dr. (B)(6) reached out stating our powered circular device malfunctioned in one of his low anterior resections. He mentioned the first powered circular was not firing and he assumed this was a battery issue. He opened a new device to utilize a new battery, and it fired with no issues. He did not see any issues intraoperatively but ended up having the patient come back with a leak. The patient the day after the surgery had major bleeding. Gave 5 units of blood for transfusion . Post op day 5 acute onset of pain. The patient went back to or. A liter of pelvic clot and the anastomosis has completely fallen apart. The device did not start and did not light up and fire. Surgeon has been using this device was 5 years. First leak in 5 years. 5 years ago there was a leak that was just like this. But no issues like this for 5 years. Did not notice any staples malformation. A leak test was performed and was fine during the initial procedure. Surgeon tightens all the way. Did not retighten after 15 seconds. No chemo on the patient.